Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected to have caused the patient's tricuspid regurgitation. The lead was partially explanted and replaced, and a mitral valve was implanted. No patient complications have been reported as a result of this event.